Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing impedance greater than 2500 ohms and had oversensing. This pacemaker was explanted and a new device was successfully replaced thereafter. Additional information states that there was no pacing inhibition that resulted in asystole for more than two seconds or any allegation of noise or high pacing thresholds and the source was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A review of the device memory noted no resets or errors. The device also passed manual lead impedance testing. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The product analysis did not confirm any field allegations.